Manufacturer narrative:
The reported events of low sensing and noise were confirmed. A complete lead was returned in one piece. Visual examination noted an external insulation abrasion exposing the outer coil. The cause of the events was due to exposure of the outer coil.

Event description:
It was reported that the patient presented in clinic for routine generator change. The right atrial (ra) lead had known issue of noise and low sensing. Physician decided to explant and replace the ra lead. The patient was stable.